Event description:
On (B)(6) 2012, oasys midline occiput plate operation was performed. When surgeon was bending the plate, it broke. The operation was finished with the broken plate by the judgment of the surgeon. He requests a bending sample or a bending guide (what was prepared for the former occipital bone plate).

Manufacturer narrative:
Method - manufacturing record review, complaint history analysis and risk assessment was completed. Results - only a small part of the plate was returned as the surgeon implanted the remainder of the plate. Scratches are visible on the top surface of the received part which could correspond to the marks left by the pliers while the surgeon tried to adapt the shape of the plate to anatomy of pt. Manufacturing record review: no discrepancies noted for either potential affected batches. Complaint history analysis: one previous record for this plate design where the plate broke in the middle suggestive of over-bending. Risk assessment: plate breakage occurred during the surgery however it did not delay the surgery time because the surgeon implanted the broken plate. Replacement implants are available in the kit. Revision surgery may be necessary in order to repair the failure and replace the broke plate. Conclusion - without a first-hand evaluation of the entire plate and x-rays, it is difficult to make any definitive conclusions about the failure mode. The breakage could be an issue of over-bending. Should any additional relevant info be made available in the future, this will be reported as supplemental.